Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the loading of an intraocular lens (iol) in a preloaded delivery system, the lens was damaged. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop are in place. The plunger is oriented correctly. Viscoelastic is dried in the device. The plunger is located at the start point in the device and does not appear to have been advanced. The lens is inside the lens loading area. The lens stop was removed and lens loading door opened to further evaluate. The lens does not appear to have been advanced. There is no damage observed to either haptic or the optic. There is no damage observed to the device. The lens was removed from inside the lens loading area and cleaned with lphse to further evaluate. There is no damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause of the complaint of "injured lens in loading" cannot be determined. There was no damage observed to the lens. The lens stop and plunger lock were still in place. The lens and plunger had no signs of being advanced within the device. There was no damage observed to the device. The product is a pre-loaded device from the manufacturing facility and the lens would not be "loaded" into the device by the end user. The manufacturer internal reference number is: (B)(4).